Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited excessive chemical residue on the distal end. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation the foreign material on the glue at the tip of the subject could not be identified. There was no physical damage found where foreign material remained. However, a definitive root cause could not be identified. The instruction manual states the detection method associated with the event in "tjf-q190v operation manual chapter 3 preparation and inspection", and preventative measures in "tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope." Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient harm.